Event description:
A customer reported a system message was received during a case. The cable was reseated at each end but still did not resolve the issue. The footswitch was switched out and the case was completed. There was a slight delay experienced, but no patient harm or cancellations. At the end of the day, the customer was able to diagnose the system and the issue was with the cable, not the footswitch.

Manufacturer narrative:
The customer was able to diagnose the issue and found the issue was with the cable and not the footswitch. The facility has ordered a new footswitch cable. (B)(4).